Event description:
Boston scientific received information that this product was part of a system revision due to infection. Patient has fistula on right and had prior sternotomy but does not preclude sicd. Sensing issues created by staple was also noted. There were no additional adverse effects reported. The right ventricular (rv) lead was explanted and out of service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.